Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being unable to charge. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.